Manufacturer narrative:
Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported the cartridge leaked a small amount of insulin into the infusion device. The cartridge had been in use for 2.5-3 days, and he believes the leak originated near the plunger. He fills the cartridge correctly. No physiological effects were reported. The cartridge, adapter, and infusion set were replaced and requested for evaluation.